Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received seven inappropriate shocks due to atrial fibrillation with rapid ventricular response. Functional undersensing was noted on the atrial channel, due to blanking, which lead to the ventricular rate being classified as greater than the atrial rate. The complete episode details were not provided, but it was most likely that therapy was exhausted in the vt zone. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.